Event description:
The generator was "shorting out" during use. The sales rep stated that the customer believes the patient was receiving a shock when unit was activated. Multiple electrodes were used with same result. An alternate device was used to complete case. The facility or states that the electrodes touch the scope (no damage to scope) and touched the patient's tendon, the electrodes sparked and the patient jerked. The surgeon states that the case was concluded without further incident and there was no patient harm.